Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The lead returned found the helix to be retracted and clogged with dried blood. After cleaning the helix, the helix could be extended/retracted by applying torque to the connector pin, and helix extension length met specification.

Event description:
It was reported that the right ventricular lead exhibited failure to capture. Upon review, it was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition